Event description:
The MFR received info alleging a ventilator did not allow a pt to take a breath. There was no harm or injury reported. The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR¿s investigation is complete.